Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device evaluation, device history record review, medical imaging review, complaint history review, and surgeon assessment), the most probable root cause of the failure is mispositioning of the prosthesis, which led to overtensioning. This condition was further exacerbated by patient activity and ultimately resulted in pe liner breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2025. Subsequently, the patient underwent a revision surgery on (B)(6) 2026. The patient alleged in (B)(6) 2026 pain and restricted movement in the operated thumb, 13 months after implantation.